Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury and a problem with the product.

Manufacturer narrative:
(B)(4). Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate.